Event description:
Customer reported having low blood glucose of 32 mg/dl. Then stated the following day he had high blood glucose of 347 mg/dl, treated with the insulin pump. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support cap was normal. No air bubbles or leaks noted. Customer did a manual prime and insulin did exit. Settings were correct on the device. Customer did not have a tubing clamp they were unable to perform high pressure test. Customer stated the cannula was occluded. Infusion site was not sore or irritated. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.